Manufacturer narrative:
H3:no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. B3:date of notification: 27-05-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of bearing detached.  No patient impact was reported. Repair is being escalated to product event due to pending clarification. Upon follow-up, it was reported that there the beads fell into the patient, they hadto go and get all the beads out of the patient because it came apart completely. On further clarification it was reported that no intervention has been performed. X-rays were performed to locate the beads, and all visible beads were retrieved. The surgery was completed without any reported injury to the patient.

Manufacturer narrative:
H3: product analysis: evaluation determined that bearing detached. The likely cause of the failure is bearing corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.